Manufacturer narrative:
Evaluation - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the delay in reporting by the customer to abbott medical optics (amo) on 07/16/2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. A field service engineer fse visited the site on 09/28/2012 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient was treated on (B)(6) 2012 on both eyes. On (B)(6) 2012, patient was diagnosed with corneal ulcer in the left eye. On (B)(6) 2012, patient started going into affiliate's center for follow up. At that visit, patient was diagnosed with a corneal abrasion in the left eye and a bandage contact lens was placed. After several follow ups, the epithelial defect resolved on (B)(6) 2012. Starting (B)(6) 2012 to present day, patient has had several recurrent corneal erosion in the left eye. Patient has been treated medically with no long term resolution. Patient is being referred to a corneal specialist for stromal puncture. No loss of best corrected visual acuity.